Event description:
An ophthalmic surgeon reported the blade of a knife was dull while making an incision. The knife was unable to cut tissue. The knife was replaced with another one and the surgery was completed with no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A sample is expected, but not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100 percent inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).